Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit isn't tracing. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit isn't tracing, ECG monitor information not on screen. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed trainer and mini sim tests. No issue was found. The fse performed a preventive maintenance (pm). The unit passed all functional and safety tests to factory specifications. The iabp was cleared for clinical use.